Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a red x, device error/service required message and the device failed opcheck. There was no pt involvement.